Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified left anterior descending artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, during inflation at 17 atmospheres, the balloon ruptured. The procedure was completed with a 2.25 x 15mm nc emerge balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was 85% stenosed, mildly tortuous and moderately to heavily calcified and that inflation was done once. The device was completely removed from the patient's body.